Event description:
It was reported that a malfunction occurred on a customer's pump, displaying malfunction code 12. The customer¿s blood glucose level went high due to the issue, but the specific value was unknown. No action was taken by the customer to address the high blood glucose level, and no third-party assistance was required. Technical support provided information to reset the pump and assisted the customer in executing the reset. After resetting, the malfunction did not recur. The customer was informed they could continue using the pump and advised to contact support again if the malfunction code reappeared. Upon follow up it was confirmed that pump did not have updated software. Cts advised caller they will be receiving a pump with updated software. Caller understood and acknowledged. Customer will continue to use current pump to ensure insulin delivery is not interrupted.